Manufacturer narrative:
Philips service reinstalled the ippc, adjusted the generator, and tested exposure. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a live monitor intermittent issue and image blur on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.